Event description:
I am a type 1 diabetic and I use a dexcom g6. The last sensor had some issues and I thought it was a fluke but when I switch to a new sensor I had the same issues. My skin broke out into a very irritated rash. It is excruciatingly irritated. Dexcom never warned me that they were using a new adhesive. I have never in my life had a negative reaction to any adhesive and I do not have sensitive skin at all. Diabetics are prone to infection and complications involved in healing. I am left with blisters. FDA safety report ID # (B)(4).